Manufacturer narrative:
In an evaluation of the disposabel pacing/defibrillation/ECG electrodes module (for use with the lifepak 11 defibrillator/pacemaker), an open was observed in the sternum high voltage conductor of the defibrillation cable.

Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and, according to the report, the device would not monitor through the device's quick look defibrillation paddles function. The reporter stated the device's disposable pacing/defibrillation/ECG electrodes module was replaced and defibrillation protocol proceeded normally. The pt was resuscitated.